Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2019 by the journal of shoulder and elbow surgery, titled ¿immediate physical therapy without postoperative restrictions following open subpectoral biceps tenodesis: low failure rates and improved outcomes at a minimum 2-year follow-up¿. The study reviewed ninety-eight (98) patients that underwent primary open subpectoral biceps tenodesis with a bicortical suture button and interference screw construct without postoperative restrictions, using bicepsbutton® (arthrex) + interference screw. During the 3.5-year follow-up period, five (5) patients underwent additional surgeries. Source: liechti, d. J., et al. (2018). "Immediate physical therapy without postoperative restrictions following open subpectoral biceps tenodesis: low failure rates and improved outcomes at a minimum 2-year follow-up." J shoulder elbow surg 27(10): 1891¿1897.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.